Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
A lawsuit alleges that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead failure and defective lead also noted. It was later reported that a lead integrity alert (lia) triggered. Additional information has been requested regarding the lead, but is not available. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.